Event description:
It was reported that pump experienced malfunction alarm after being used at beach, and caller believed pump might have become too hot even though it was kept in waterproof storage bag. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.